Manufacturer narrative:
--

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range low shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.